Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af284 lot number 60139 showed the device was intact with no apparent issues. Verification of the smart chip file indicated the balloon catheter was used for 17 applications. However, the reported balloon catheter failed the product performance and functional testing. Opening and dissection of the balloon catheter showed a double balloon breach. In conclusion, the reported balloon catheter failed the returned product inspection due to the double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter tested out of specification per the manufacturer's investigation.